Event description:
As the pt came to the hosp and complained of pain, the bearing was extracted in 2003, the extracted one was broken. Co has got the doctor's comment that the event has no relation to the product itself.